Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the staple did not fire. The device was replaced with a new staple to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during analysis. The instrument and returned sulu (single use loading unit) were applied to the appropriate test media. The firing knob could not be advanced. A test sulu was then loaded into the returned device. The instrument and test sulu were applied to the appropriate test media with acceptable results. The returned sulu was then reloaded into the device. The instrument and test sulu were applied to the appropriate test media with acceptable results. The firing knob advanced and retracted without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.